Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call on 21-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated not to call back and she will call back thi if needed.

Event description:
Consumer reported complaint for physical defect of ketone test strips. Customer stated that they were gray and did not match the color chart on the test strip vial. Customer's ketone test strips are expired: manufacturer's expiration date is 06/26/2020. Customer was to purchase new test strips at the pharmacy. Customer stated she had purchased the ketone test strips in (B)(6) 2020. The package had not been opened or damaged. Customer is using the ketone test strips for diabetes management. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.